Manufacturer narrative:
The investigation determined the service actions resolved the issue. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for either hdl-cholesterol gen.4 (hdlc4) or cholesterol gen.2 (chol2) on a cobas pro c 503 analytical unit. Patient 1 initial hdlc4 result was 4.14 mg/dl. The repeat result was 63.6 mg/dl. On (B)(6) 2023 patient 2 initial chol2 result was 8.47 mg/dl. The repeat result was 195 mg/dl. No questionable results were reported outside of the laboratory. The hdlc4 reagent lot number was 63877001 with an expiration date of 30-apr-2024. The chol2 reagent lot number was 640736 with an expiration date of 28-feb-2023.

Manufacturer narrative:
The field service engineer (fse) replaced and adjusted the sample probe. The customer has had no further issues. During a review of the reaction monitor data, there was an abnormal reaction for the initial results. The repeat results showed a normal reaction. Calibration data provided for hdlc4 between (B)(6) 2022 and (B)(6) 2023 was acceptable. Calibration data provided for chol2 between (B)(6) 2022 and (B)(6) 2023 was acceptable. Qc for both assays was acceptable. No issues were identified during a review of the alarm trace data. No foam, fibrin, clots, or strands were observed in the patient samples. A general reagent problem has been ruled out as calibration and qc were acceptable for the affected assays. The investigation is ongoing.